Manufacturer narrative:
The complaint devices were received and evaluated. This complaint involves two devices from the same lot. Visual observation under magnification confirms that the anchor is broken on the distal 1/3rd portion, but held together by the suture. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. A DHR review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10311.

Event description:
The sales rep reported via phone that the customer's two gryphon br ds anchors with orthocord were faulty during a labral repair. The first device broke off at the tip and the second pulled out after insertion. All debris was removed from the patient and bone quality was normal. The case was completed with a third like device inserted into a new bone hole. There were no adverse patient consequences or delay. The devices will be returned for evaluation.